Event description:
A customer complaint was rec'd reporting a calcium sensor issue on a gem premier 3000 pak (cartridge). The reported results were recognized immediately by medical staff as incompatible with pt status. The subsequent testing by the customer's lab showed a discrepancy in ionized calcium values on six samples for 0.2 to 0.42 mmoi/l when the gem premier 3000 instrument in question was compared to a reference gem premier 3000. The gem premier 3000 pak for the instrument in question was then replaced and this discrepancy disappeared. Per the customer, there was no related adverse effect and no change to pt treatment. Note: as part of their internal protocol, the customer's lab ran traditional quality control material and it was unable to detect the discrepancy in calcium sensor performance with the gem premier 3000 cartridge.

Manufacturer narrative:
The data disk to the gem premier 3000 pak (cartridge) was returned to il for investigation.this extremely rare event is under investigation to determine if any remedial action is required.